Event description:
Additional information received reported that the patient was not implanted with a new system. There was no troubleshooting done with the old system. It was stated that the patient was now in pain.

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 748925, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3998, lot# v013615. Product type: lead. (B)(4).

Event description:
It was initially reported that the patient experienced nerve damage after receiving their implantable neurostimulator (ins), though it was never stated that the ins was the cause of the nerve damage. The patient stated that the ins helps with her pain, but she can only have it on for 5-10 minutes due to burning pain she got down her legs. A company representative attempted to reprogram the patient, but it did not resolve the issue. The patient also reported an overstimulation sensation. Additional information was received from the physician that reported the implantable neurostimulator (ins) ¿does not work.¿ the doctor reported the ins was going to be explanted because ¿it is a problem where it is implanted.¿ no impedance measurements were taken. It was also reported that the leads were in the wrong place and the doctor was unable to program the ins properly. Explant of the ins was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).